Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the myocardium that resulted in cardiac tamponade, confirmed through x-ray and echocardiogram. Pericardial puncture under echoscopy and drainage of blood was performed. The rv lead was repositioned and it was reported that the lead would be replaced at a later date. Available information suggests the lead remains in service. No additional adverse patient effects were reported.